Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
During a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. Upon hooking up the device to a fluid drip, the physician noticed that no fluid was coming out of the proximal end of the catheter. The catheter was unable to be flushed even with great force and flushing by hand with syringes. Visible air referenced in how the event was reported; however, no further details surrounded the visible air was disclosed. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
During a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. Upon hooking up the device to a fluid drip, the physician noticed that no fluid was coming out of the proximal end of the catheter. The catheter was unable to be flushed even with great force and flushing by hand with syringes. Visible air referenced in how the event was reported; however, no further details surrounded the visible air was disclosed. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and irrigation was functional in all catheter deployment states. The reported event was not confirmed via product analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.